Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not deploy correctly.

Event description:
Note: this report pertains to the one of two resolution 360 ultra clips that were used in the same procedure. It was reported to boston scientific corporation that a resolution 360 ultra clip device was used for hemostasis during a clipping procedure performed on (B)(6) 2024. During the procedure, the clip did not deploy correctly. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.